Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that for the last two weeks the insulin pump would ask for a restart and then the display would go blank. The alarm history was checked and no off no power or battery related alarms were found. Motor error alarms were found on (B)(6)2013. Blood glucose value is unknown. The customer stated that the battery cap was not damaged or corroded. He was advised to discontinue the use of the insulin pump and revert to a back-up plan until receiving the battery cap replacement. He was advised to call back if issues recur with the new battery cap.